Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex c - inv findings desc 1 updated from: c0204 - insulation problem identified to c0706 - stress problem identified. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found the initial investigation was partially confirmed. The instrument was installed on an in-house system and was connected to an in-house erbe generator. The instrument was recognized as an energy instrument, but failed energy delivery testing. The instrument failed initial electrical continuity testing to the hook. The distal clevis ear and conductor cap were removed, and the conductor wire was found to be dislodged from the entrance at the yaw pulley. There was thermal damage present on the yaw pulley. The insulation that was retracted on the proximal end as per noted in the initial investigation did not contribute to the failure. The complaint regarding the instrument smoked was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and it was found to have a retracted conductor wire insulation within the proximal housing at the energy board. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument failed an electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the yellow portion at the base of 8 mm permanent cautery hook (pch) instrument started to smoke and immediately after, it stopped working. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the customer did not see any obvious signs of damage or any burn marks before sending the instrument back.